Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt reported that the atomizer did not produce an aerosol mist to alleviate the symptoms of an asthma attack. Multiple attempts were made to reach the customer via telephone and mail unsuccessfully.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.